Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with removable needleless connector separated . The following information was received by the initial reporter with the following verbatim: whenever this item is connected, it automatically starts to disconnect and it comes apart.

Manufacturer narrative:
DHR. No product or photo was returned by the customer. The customer complaint of disconnection could not be verified due to the product not being returned for failure investigation. Device history record review for model mp5303-c lot number 23089006 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.